Event description:
On june 29, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to a laboratory instrument. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. On an unspecified date/time, the patient reported obtaining blood glucose readings of "301 mg/dl" with the subject meter and "119 mg/dl" on a laboratory device, performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient reported that the alleged inaccuracy began sometimes in 2009 at midnight. It is not known what result the patient obtained with the subject meter at the time the alleged issue began or what action he took regarding his diabetes management as a result of the reading. The patient denied developing symptoms; however, reported he had to receive medical treatment (IV glucose) by an hcp in the next day during a visit to the emergency room. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. It was also noted that the test strips appeared in good condition. The patient did not have control solution to test the subject products. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was reportedly treated for severe hypoglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.